Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. (B)(4)

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced with a new one. No patient complications have been reported as a result of this event.